Event description:
The following description of the event was reported to carefusion by foreign distributor in (B)(6). Our dealer claims the turbine delivery gas out of specification (less than 20%). The problem was found in the daily inspection. And it was not on a patient.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of january 30, 2015 the allege faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.